Event description:
An end stage copd pt being non-invasively ventilated was using the device when the power cord becamse loose at the wall outlet resulting in an intermittent connection. The facility reported that the power cord was bumped, resulting in the loose connection. The device reportedly lapsed into a self test mode, and the alarm reportedly did not sound. The pt was using the device to support his oxygen saturation, but also had a "do not resuscitate" order. The pt was being monitored by overhead telemtry for oxygen saturation and hear rate. The facility responded to a low heart rate alarm; however, because the pt was a "do no resuscitate" pt, no intervention took place. The facility reported that the pt went into respiratory arrest and die. The device, although equipped with alarms, is not intended to provide the total ventilatory needs of the pt.